Event description:
The customer reported that one day in the last two weeks her blood glucose reached 256 mg/dl. She removed the pod and corrected with an insulin pen. The cannula was "slightly" bent and the pod was discarded.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."